Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission with increasing capture thresholds and increasing impedance on the right ventricular lead. Upon review, it was suspected there was tissue growth around the ring electrode. The lead was explanted and replaced during a generator change-out procedure. The patient was in stable condition.

Manufacturer narrative:
As received, a partial lead (distal end) was returned in one piece measuring 56.2cm for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.